Event description:
It was reported by a physician that this pacemaker was part of a system explant due to infection. The lead details were not provided, but were likely explanted as well as the patient received a new pacemaker system implanted on the right side. No additional adverse patient effects were reported. The explanted device was not expected to be returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.